Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use or during the first two inflation attempts, which suggest that a product deficiency did not contribute to the reported complaint. It was reported that the stent delivery system was inflated to 16 atmospheres (atms) during the second inflation, contrary to the rated burst pressure. It should be noted that the trek / mini trek instructions for use (IFU) states balloon pressure should not exceed the rbp. In this case, it is most likely that the reported IFU deviation directly caused or contributed to the reported balloon rupture. There is no indication of a product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot and a query of the complaint handling database revealed that there have been no related incidents reported for this lot. In summary, based on the reported information and this investigation, it is most likely that the reported use error (inflating above rbp) directly caused or contributed to the reported balloon rupture. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex with moderate tortuosity and calcification. Pre-dilatation was performed with the 2.25 x 15 mm trek. The balloon was inflated to 12 atmospheres (atm) for 15 seconds and 16 atm for 10 seconds; however, the balloon ruptured during the third inflation at 9 atm. After removal, a pinhole rupture was noted in the middle of the balloon. The procedure was completed with a non-abbott balloon. There were no adverse patient effects. No additional information was provided.